Event description:
Reportedly, on (B)(6) 2023, before implanting the device, it was noticed an error message about a reset. The device was not implanted and returned for investigation.

Manufacturer narrative:
The subject device was released according to applicable standard operating procedures. Review of the available data revealed: a reset occurred on (B)(6) 2023 - the reset was triggered by an overconsumption measured by the device the device was not implanted and returned for analysis: upon reception, the returned device was interrogated: o proper sensing and pacing operations were observed; o an overconsumption was measured. O battery voltage was measured at 2,87v - then the device was opened to have direct access to internal components: o detailed visual inspection did not reveal any anomaly; o further analysis and tests revealed the overconsumption appeared after the load of ram. The origin of the large overconsumption could not be found with certainty, but it is probably linked to a default on the electronics (diamond ic).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023, before implanting the device, it was noticed an error message about a reset. The device was not implanted and returned for investigation.